Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Battery voltage measurement of 2.73 volts on (B)(6) 2015, device is not yet at elective replacement indicator (eri). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device longevity estimate dropped drastically since last checked. In addition, right ventricular (rv) thresholds were noted to have risen slightly. The device and rv lead remain in use. No patient complications have been reported as a result of this event.